Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. The instrument was confirmed to be used on a dv5 system. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia parasophageal surgical procedure, the vessel sealer was not sealing and cutting properly. Surgeon felt like it was defective. Customer opened a new vessel sealer and that one sealed and cut properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no visible damage seen before being used. Both sealing and cutting was being performed when the issue occurred. The instrument issue involved delayed sealing with insufficient sealing. It had a very delayed sealing and cutting with no other issues involved. Vessel sealer worked for probably about 20-30 minute. No errors appeared. Cannot recall if there was there an audible signal (continuous tone) while the pedal was pressed. The seal cycle did not always complete with the fast audible tones as expected. No tissue effect observed during the sealing cycle. Customer cannot recall if tissue was cut that was not fully sealed. The target tissue was not under tension during the sealing/cutting process and the vessel was not greater than 7 mm in diameter. No evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not make contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected additional bleeding experienced by the patient. Surgeon believes the instrument was damaged. Instrument was sent out for analysis. No access to the videos.